Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced yellow/green ooze and mild pain at the stoma site and was prescribed an oral antibiotic. On (B)(6) 2023, the stoma site was improving, but there was still ooze and red skin. The patient's physician also opted to leave the suture around the stoma in place. On 14 dec 2023, the yellow/green ooze remained and there was mild redness and pain. The oral antibiotics were complete and the patient was to be seen again by the physician.